Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced blood glucose levels of 44 mg/dl and 413 mg/dl. The customer also reported large differences between sensor and blood glucose readings. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.